Event description:
The customer reported that the tube size appeared to be much larger than normal. The reporter states this caused discomfort and bleeding. The reporter states the mother was changing her son's tracheostomy tube (routine replacement) and he became distressed. She thought the tube was getting wider towards the flange but she pushed it anyway. It is still in the pt and he is settled now, but when it is changed, they are going to send it back to us to check the sizing. The reporter states that the sizing will be reviewed with her son's physician.

Manufacturer narrative:
(B)(4). The sample is not expected to be returned at this time. The sample is currently in use by the pt.